Manufacturer narrative:
The patient sample was returned for investigation. The investigation found that an interfering factor against the idiotype of the monoclonal antibody of the ft3iii assay was detected. This interference is covered in product labeling. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for 1 patient sample on a cobas e 801 module, serial number (B)(4). This medwatch covers the alleged results for the ft3 assay. Please refer to medwatch MDR (B)(4) for the alleged tsh assay results. The results were reported to the patient's physician, who requested the sample test be repeated.